Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what portion of the cartridge was broken off and when did the damage occur. Was the metal cartridge pan dislodged? If yes, did this occur during removal of the cartridge from the device after it had been fired? If not, please provide further detail of the damage and when the event occurred.

Event description:
It was reported that during a laparoscopic pelvic evisceration, the plastic part of the cartridge broke off at the second firing. Though, the firing was completed properly. Another device was used to complete the case. There were no adverse consequences to the patient reported.